Manufacturer narrative:
Unit received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had unexpected no delivery alarm and current insulin pump rejected new batteries. The customer¿s blood glucose level was unknown. The customer also stated that insulin pump was miscalculating there bolus and was not taking batteries. The customer was advised to discontinue the use of insulin pump and revert to the back up plan. The insulin pump will be returned for analysis.